Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion tubing had detached from the connector of the infusion set. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.